Event description:
Customer reports to have high blood glucose between 200 mg/dl and 300 mg/dl. Customer states that she would be visiting healthcare professional and will request for basal rates to be changed from 1.6 to 1.8. Customer reports to be very happy with insulin pump as blood glucose was 400 mg/dl prior to pump. Customer declined to be transferred to helpline. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.